Manufacturer narrative:
The insulin pump passed the displacement test. The pump was received motor error alarm during basic occlusion test due to loose/flush drive support disk. The pump was unable to perform the unexpected error test, unable to verify compromised force sensor system alarms or perform prime test due to motor error alarm. The pump was received with normal operating current. The pump passed self-test. The pump passed off no power test. The pump received with minor scratched lcd window, loose drive support disk, cracked case at the display window corners, cracked battery tube threads, missing reservoir tube o-ring, missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out during manual prime. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear loose. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The insulin pump was returned for analysis.